Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known.

Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now" warning. They reported this did not occur during patient use.

Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings and excessive self-testing reduced battery life expectancy. Analysis of the AED log files indicates that the device was placed into service on 09/29/2021 with battery pack serial number (B)(6). On 03/31/2023, the AED began reporting a service code attributed to operator error during a manual self-test. The battery was removed and reinstalled three times between 03/31/2023 and 05/09/2023. On 07/17/2023, the AED detected that the battery was low and initiated user alerts by flashing the red asi indicator and emitting an audible chirp. These alerts continued until 09/08/2023, when the battery reached a critically low state and the AED began displaying a "replace battery pack now" message. The battery pack was subsequently removed. There is no evidence in the electronic logs of user interaction to address the AED's condition until 06/18/2024, when a replacement battery pack was installed. The review determined that the AED functioned as designed and remains suitable for continued service.